Event description:
It was reported during in clinic follow up that the right ventricular lead placement was resulting in tricuspid valve leaflet obstruction. Lead repositioning was successfully performed on (B)(6), 2024. The patient was stable following procedure.